Manufacturer narrative:
Concomitant product: abstack30 abs fixation device 30 tacks (lot# n3c0569x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence and abdominal pain. Post-operative patient treatment included revision surgery. Information received indicates the patient is deceased. The reporter stated the device did not cause or contribute to the event.